Manufacturer narrative:
This event occurred during an unspecified date in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed during use of an extension set. The particulate matter was noted in a ¿cryobag¿ (non-baxter product) attached to the set. This was identified in the final product prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device or photograph of the device was not available; however, a photograph of the particulate matter inside the non-baxter bag was provided for evaluation. Visual inspection of the photograph revealed particulate inside the non-baxter bag identified as "woody plant-like" material. There are no sources of this type of particulate ¿woody plant-like¿ in the manufacturing process for the device. The reported condition could not be verified for the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.